Event description:
A us distributor reported that a battery charger was unable to charge a battery pack.

Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (unable to charge a battery) was confirmed. Upon investigation, the charger was not charging due to an internally open y1 crystal oscillator. In addition, there was corrosion found on the battery board. The root cause of the open y1 crystal oscillator was unable to be positively identified. The root cause for the corrosion was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.